Event description:
It was reported that the device with 4 modules attached were infusing dopamine at 5mcg/kg/min, an unspecified primary fluid, vancomycin, and potassium chloride. It was then observed that the patient¿s heart rate increased to about 120 beats per minute from a baseline of about 50 beats per minute. The heart rate elevated to as high as 160 beats per minute. Furthermore, the patient had nausea, vomiting, and hypertension and rapid response team (rrt) was called. The clinician then reported that the dopamine bag emptied and a new bag was obtained. The customer later stated that the patient survived the event without any lasting adverse effects caused by the event. The customer performed their own internal investigation and found that the event was caused by user error in which the nurse inadvertently switched the dopamine and vancomycin and the dopamine infused at the vancomycin rate, thereby causing the infusion to infuse faster than expected.

Manufacturer narrative:
Additional information added to: b2 - required intervention and g4 02/07/2020.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device with 4 modules attached were infusing dopamine at 5mcg/kg/min, an unspecified primary fluid, vancomycin, and potassium chloride. It was then observed that the patient¿s heart rate increased to about 120 beats per minute from a baseline of about 50 beats per minute. The heart rate elevated to as high as 160 beats per minute. Furthermore, the patient had nausea, vomiting, and hypertension and rapid response team (rrt) was called. The clinician then reported that the dopamine bag emptied and a new bag was obtained. The customer later stated that the patient survived the event without any lasting adverse effects caused by the event. The customer performed their own internal investigation and found that the event was caused by user error in which the nurse inadvertently switched the dopamine and vancomycin and the dopamine infused at the vancomycin rate, thereby causing the infusion to infuse faster than expected.